Manufacturer narrative:
Initial and final (B)(4)- MDR 3003442380-2024-17615- device 3 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 07-march-2024, it was reported by the patient that he receives an alarm and hospitalization due to hyperglycemia and high ketones within 2 days of use. High blood glucose level was displayed high and treated by correction bolus via pump, IV and fluids of saline and insulin. No further information was available.